Event description:
Baxter (B)(4) received a report that an infusor had a "separated" reservoir when the "pouch" was opened. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The customer clarified the reported condition and stated that the coil cap had separated from the housing and that since the reservoir was attached to the stress member and not attached to the housing, it also appeared to separate from the housing. Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit confirmed that the coil cap separated from the cover. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause is due to a manufacturing defect. This issue was investigated through CAPA.